Event description:
It was reported that there was noise on the right ventricular (rv) lead. Boston scientific technical services (ts) was asked for a review and confirmed the noise. Ts also saw oversensing and pacing inhibition with greater than two seconds of asystole, and noted the noise looked like myopotential, diaphragmatic noise. Ts discussed options with the physician. The device and leads remain in service. No adverse patient effects were reported.